Manufacturer narrative:
Patient dob/ age is unknown. This information was not available from the facility. The patient's cause of death is unknown; however, the patient was admitted for serious respiratory infection and breathing issues. This is being reported as a follow-up to the clinical registry. Patient information regarding relevant tests/laboratory data is unknown. This information was not available from the facility. (B)(6). PMA number is not applicable. The device is a commercial product with a ce mark that was used as part of a clinical registry. During the index procedure, the product worked as intended. The device was discarded, thus no product evaluation performed. Per the IFU, death is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical registry that during the index procedure on (B)(6) 2018, a stellarex catheter was used to treat the target lesion of the right sfa. Approximately 1 month post index procedure, the patient expired. The cause of death is unknown, however the patient was admitted for serious respiratory infection and breathing issues.